Event description:
It was reported that a minimum fill notification occurred during the load sequence after the customer filled the cartridge with 240 units of insulin. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. At the time of the report, the customer had not yet treated the bg. The customer performed a supply change and resumed insulin therapy successfully.